Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) recorded on (B)(6) 2010.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at elective replacement indicator (eri) despite a longevity estimate of 8 years in (B)(6) 2010. A battery measurement could not be taken while in the office. The device was explanted and replaced. No patient complications have been reported as a result of this event.